Event description:
After placement of the three-piece modular endovascular graft, the post angiogram noted a proximal type I endoleak at the proximal sealing site and a distal type I endoleak at the distal landing site of the iliac leg graft. A main body extension was deployed at the proximal portion of the main body graft in order to seal off the aneurysm. An iliac leg extension was placed at the site of the distal endoleak extending the iliac graft landing zone. Final angiogram noted successful exclusion of the aneurysm, with no visible signs of either endoleaks. Please refer to 1820334-2004-00074 for additional info.